Event description:
It was reported that when the patient presented at the clinic during follow up, an error message was displayed. The clinician was prompted to reprogram the nominals. Programming changes were made and the patient is being monitored. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.